Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approve software. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was de-cased and visual inspection was performed on pcba (printed circuit board assembly) and no issue were observed. The returned batteries were measured and results were within specification. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Sensor thermistor testing was within specification, indicating the sensor was providing accurate glucose readings. Poise voltage test was performed however, results were not within the specifications. An extended investigation was performed. Visual inspection was performed on the returned sensor and no issues were observed. The returned sensor was de-cased and visual inspection was performed on the on the pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. Poise voltage testing was within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed all pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc device. The customer reported getting a "lo" (<2.2 mmol/ l) display for (3) three hours compared to a unknown reading obtain on an hcp meter. The customer had no symptoms; however, they required an insulin injection for treatment administered by the healthcare professional for hyperglycemia diagnosis. Blood pressure was measured, and liprolog 200 was also prescribed. No further treatment was reported. A scan result of 4.7 mmol/l compared to 18.7 mmol/l was obtained on an hcp meter. It is unknown when these readings were obtained in relation to the reported adverse event. There was no report of death or permanent impairment associated with this event. A sensor result of 1 mmol/ l was compared to a hcp meter reading of 15.30 mmol/land the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc device. The customer reported getting a "lo" (<2.2 mmol/ l) display for (3) three hours compared to a unknown reading obtain on an hcp meter. The customer had no symptoms; however, they required an insulin injection for treatment administered by the healthcare professional for hyperglycemia diagnosis. Blood pressure was measured, and liprolog 200 was also prescribed. No further treatment was reported. A scan result of 4.7 mmol/l compared to 18.7 mmol/l was obtained on an hcp meter. It is unknown when these readings were obtained in relation to the reported adverse event. There was no report of death or permanent impairment associated with this event. A sensor result of 1 mmol/ l was compared to a hcp meter reading of 15.30 mmol/land the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Watermark was observed at the base of the sensor tail indicating the sensor was properly inserted. Data was extracted using approved software and extraction was successful. The returned sensor was further investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba) no issue was observed. The returned battery voltage was measured to be within specification. Performed a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc device. The customer reported getting a "lo" (<2.2 mmol/ l) display for (3) three hours compared to a unknown reading obtain on an hcp meter. The customer had no symptoms; however, they required an insulin injection for treatment administered by the healthcare professional for hyperglycemia diagnosis. Blood pressure was measured, and liprolog 200 was also prescribed. No further treatment was reported. A scan result of 4.7 mmol/l compared to 18.7 mmol/l was obtained on an hcp meter. It is unknown when these readings were obtained in relation to the reported adverse event. There was no report of death or permanent impairment associated with this event. A sensor result of 1 mmol/ l was compared to a hcp meter reading of 15.30 mmol/land the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.